Event description:
Complainant reported that the connector portion of teh light cable became hot during use. Health professional suffered a 2.5 cm blister between thumb and finger 3 days post incident.